Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead had low pacing and one low out of range shock impedance measurement of 19 ohms. On the last delivered shock from six months earlier the shock impedance was within range and the charge time was appropriate. Technical services (ts) recommended further evaluation to assess lead integrity during the upcoming device change out procedure. At this time the rv lead remains in service and no adverse patient effects were reported.